Manufacturer narrative:
Occupation - the occupation is lay user/patient.

Event description:
The customer complained of a discrepant inr result between coaguchek xs meter (B)(4) and a lab using an unknown reagent. At 10:00 am, the customer tested by fingerstick on the meter and the result was 6.4 inr. Within a couple hours the customer had a lab test and the result was 4.5 inr. The customer has a therapeutic range of 2.0-3.0 inr. Customer is not anemic and has no antiphospholipid antibodies, no heparin, no direct thrombin inhibitors, no diet changes, no recent illness and no new medications. There was no adverse event. The customer's meter and strips were requested for investigation. Relevant retention test strips (lot 361438) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred.